Event description:
It was reported that a trained physician achieved an arteriotomy closure using a perclose device after an unknown procedure. During deployment, the suture was pulled tight and it broke. A couple of hours after the procedure, the pt experienced loss of leg pulses, loss of sensation, and the leg was cold. A vascular surgeon consult stated that the needle caused an intimal dissection which occluded blood flow to the artery. The patient had a fasciotomy, bypass and a t-pa injection and remained hospitalized. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.